Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for 3 pts involving unicel dxl 600 access immunoassay system. This report refers to pt number one. The elevated result was released out of the lab. Subsequent testing produced a result within the normal reference range. An amended report was released. There has been no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(4) 2009 accompanied by a national hardware specialist. During troponin I precision tests, the first replicate was higher. Flow test on the aspirate probes indicated uneven aspiration between the 3 probes, which was traced to the peristaltic pump. The fse noted the peristaltic pump repair had been performed several weeks prior. The fse replaced the peristaltic pump module with the previous pump head and internal cartridges, and replaced the peristaltic tubing. The fse stated that the peristaltic pump module was not performing properly. The fse performed general verifications which all conformed to the MFR's published performance specs. The fse explanted the issue to the customer, and the customer continued processing the washed portion of the sys check daily to monitor the sys. Pt samples were drawn in 13 x 100 mm or 13 x 75 mm lithium heparin plasma tubes. Centrifugation was performed at 4,00 rpm (rotations per minute) for 10 minutes at room temp. Qc (qc) is run daily and was in range prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-03871 and 2122870-2011-03872.